Event description:
The customer complained about a false positive result on tango, using biotestcell-1,2. The tango optimo got a 2+ positive result on screening cell #2. The customer sent two patient samples as well as a sample of the allegedly defective product. Unfortunately both vials of the allegedly defective sample were drained due to a leak so that the quality control laboratory had to test with the retained sample. The patient samples reacted with the retained samples clearly negative. Both patient samples were tested for antibodies using different systems (enzyme coated red blood cells, gel card system). All reactions were also clearly negative. We did not observe any false positive reactions. A field service did not reveal any indications for an instrument malfunction. The system is operational within manufacturing specifications. Testing by the quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We have no further complaints related to this subject matter.

Manufacturer narrative:
This is our final report for this incident.

Event description:
The customer complained about a false positive result on tango, using biotestcell-1, 2. The tango optimo got a 2+ positive result on screening cell #2. A field service did not reveal any indications for an instrument malfunction. The system is operational within manufacturing specifications. The customer sent the patient sample as well as a sample of the allegedly defective product. Testing of the reagent is still ongoing. We will send our final report on this incident as soon as we receive the test results from our quality control laboratory.

Manufacturer narrative:
This is our initial report for this incident.